Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model palmtop ventilator revel passed all testing and met all carefusion manufacturer specifications. A review of the event trace indicates the ventilator powered on multiple times without properly shutting down. As a precaution, the service technician replaced the main board.

Event description:
It was reported to carefusion that model palmtop ventilator revel went ventilator inoperable (inop) and alarmed "t-batt fault" while connected to a patient. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator for approximately 10 minutes. The customer confirmed there was no patient harm associated with the reported event.